Event description:
Broke off upon attempted removal. Catheter inserted 11/96; 12" in pt for 10 mos. 9/23/97 or 9/24/97, the catheter clotted off and the rn decided to take the catheter out. All but 3" came out. Rn in pt's home to pull remaining 3" out and catheter broke off in entered vein. Rn placed tourniquet immediately on pt's arm and called 911. Pt sent to e.r. As unit could not be snared easily, decision was not to remove the remaining 3" which remains in the anticubital space.